Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. The patient was treated with surgery (laparoscopic salpingectomy with cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue and pelvic pain to be related to essure. The reporter commented: the essure devices were removed at the patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: removal questionnaire received: event joint pain added. The onset date of the events added. The reporter´s assessment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic pain with essure. Amendment: the report was amended for the following reason: after internal review, update of reporter information necessary. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for complete removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.